Manufacturer narrative:
This report is submitted october 25, 2017.

Event description:
It was reported that the patient experienced a migration of the receiver-stimulator due to an anatomic change in the cochlea. Subsequently, the device was explanted (date not reported). It is unknown whether the patient was reimplanted, as of the date of this report.